Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('upon sectioning through the myometrium noted an essure device'), device expulsion ('upon sectioning through the myometrium noted an essure device/it is easily: visible within the uterine cavity') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, joint pain, lupus erythematosus, kidney stones, chronic bronchitis, uterine bleeding and uterine fibroids. Previously administered products included for an unreported indication: oral contraceptive nos from 1999 to 2012. Concomitant products included azathioprine since 1999, hydroxychloroquine since 1999, levocabastine hydrochloride (zyrtec) since 1999, nortriptyline hydrochloride (nortriptyline) since 1999, prednisone since 1999, salbutamol (albuterol) since 1999 and terbinafine since 1999. In 2012, the patient had essure inserted. In 2013, the patient experienced rash ("rashes or skin conditions type"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, allergy to metals, weight increased, rash, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered allergy to metals, device expulsion, embedded device, genital haemorrhage, menorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: upon sectioning through the myometrium noted an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received. Previously reported event was deleted and replaced with events from pfs: abnormal bleeding (general), rashes or skin conditions type, nickel allergy, weight gain, abnormal bleeding (vaginal, menorrhagia) were added. Patient's medical history and concomitant medications were added. Essure insertion date and removal date was added with essure removal procedure. Events per mr: upon sectioning through the myometrium noted an essure device was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.